Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the or reported that the device was employed and when fired on the sixth firing, the device was stuck and would not open. The physician then worked to release the stapler. The case was completed with a like device. There was no known patient consequence.